Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the singe use aspiration needle experienced the sheath sliding, causing difficulty to insert. The issue occurred during diagnostic endobronchial ultrasound procedure. The procedure was completed with a similar device. There were no reports of patient harm.